Event description:
It was reported that one day post implant the patient developed pneumothorax. The patient was hospitalized. On (B)(6) 2015 the pneumothorax was resolved. The patient was noted to be in good condition post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.